Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified cicumflex artery. A 10/2.00 flextome cutting balloon was selected for use. During the procedure, the balloon ruptured when inflated at the lesion area. The device was then simply pulled out and completely removed from the patient's body. The procedure was completed with a different device. No complications were reported and patient is good.

Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by manufacturer: the device was returned for analysis. The returned device was loaded onto a 0.014 inch guidewire and attached to an encore inflation unit. Positive pressure was applied and the balloon was successfully inflated to its rate of burst pressure of 12atm (atmospheres) with no leaks or drops in pressure noted. The pressure was held for 30 seconds. The inflation device was verified at 12atm (atmospheres), before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 12atm (atmospheres) was repeated three times and with no issues or drop in pressure noted. A visual and microscopic examination of the balloon material identified no issues. No issues were noted with the tip or markerbands of the device that could have contributed to the complaint incident. A visual and tactile examination found that the shaft was free from any damage. No issues were noted with the shaft that could have contributed to the complaint incident. No issues were identified during product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified cicumflex artery. A 10/2.00 flextome cutting balloon was selected for use. During the procedure, the balloon ruptured when inflated at the lesion area. The device was then simply pulled out and completely removed from the patient's body. The procedure was completed with a different device. No complications were reported and patient is good.